Event description:
The customer reported temperature light not lighting. The customer stated that the solution was not being treated and they did not realize it. She stated that there were no pt injuries related to scopes processed in the unheated solution. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Heater light out. Capital equipment, unit evaluated at the facility. The fse found the temperature bulb was not working, he replaced the control panel.